Event description:
CT scan performed on pt, but you could not access images once scan completed. This has been an on-going problem with both of our CT scanners. Co installed a modified g-host in both machines. This modified part was suppose to eliminate this problem, but it has not.